Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06400946 that an ar-7300sr sabre produced metal shavings. This occurred during an ankle arthroscopy on (B)(6) 2023 where another shaver was used to complete the case. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error, such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.